Manufacturer narrative:
The customer reported their analyzer was getting hot and wanted to know why. The customer reported that they were putting the batteries in backwards. There was no allegation of patient/user harm. There was no allegation of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported their analyzer was getting hot and wanted to know why. The customer reported that they were putting the batteries in backwards. There was no allegation of patient/user harm. There was no allegation of incorrect results.